Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was leaking on the quick release and in reservoir. The customer also reported that the insulin pump was vibrating without an alarm or an alert. The customer's blood glucose was 155 mg/dl at the time of the incident. The customer's blood glucose was 64 mg/dl at the time of call. The customer's blood glucose was 116 mg/dl at the end of call. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No traces of moisture were noted at electronic or motor assemblies' per visual inspection. Unit received with cracked case at display window corners, display window, belt clip slot, battery tube threads and with minor scratched display window.